Event description:
The previously reported nerve damage allegation has been housed and reported in MFR. Report # 1644487-2015-04497. Additional information was received that the patient underwent surgery for the high impedance on (B)(6) 2015. Pre-operative diagnostics were run and resulted in high impedance. Prior to lead revision, however, the lead pin was re-inserted completely which resolved the high impedance once the setscrew was tightened and diagnostics were taken. Thus, it was thought that the lead may not have been fully inserted during initial implant. The surgery was completed without replacement.

Event description:
It was reported that during initial vns implant surgery on (B)(6) 2015, the patient¿s device was tested after the lead was tunneled from the electrode site to the generator pocket and diagnostic results showed high impedance (dcdc ¿ 7). The lead pin was reinserted into the generator header and the nerve was re-irrigated; however, the high impedance condition did not resolve. The generator was tested with a test resistor and showed normal device function. The system was tested prior to tunneling the lead which showed lead impedance within normal limits. It was noted that the surgeon slightly nicked the patient¿s nerve which caused some bleeding. The surgeon completed the procedure without resolving the high impedance condition. The patient¿s device was tested during a follow-up visit on (B)(6) 2015 and diagnostic results continued to show high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Describe event or problem; corrected data: the previously submitted MDR inadvertently reported the nerve damage allegation which has now been captured and reported in MFR. Report # 1644487-2015-04497.